Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a frayed wire was identified on the pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The instrument was not used on the patient after the reported issue was identified and there were no reports of fragments falling into a patient during a prior procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. The clevis did not exhibit any damage. Other cables at the wrist were not damaged. There was some debris on the cables. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.